Manufacturer narrative:
The pump was returned to animas for eval. During eval the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Unrelated to complaint, the ez bolus button was damaged and moisture ingress was found.

Event description:
Pt reports that pump dispensed insulin during load cartridge phase.